Event description:
A unit was returned from a customer for return to the nellcor puritan bennett "demo" pool. Upon incoming inspection the unit failed volume testing. The value read 50ml and the specification is 90-110ml. The volume was unstable and fluctuated with every breath. Also, unit was making a clanking noise. Factory svc determined that the crank arm was loose, and replaced the piston assay and encoder assay to correct incoming failure. The customer was contacted and confirmed that the device was functional when they returned it and they had not experienced any malfunctions with the device or incidents involving patients.